Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified tip damage and distal stent damage. The struts on the first row on the distal end of the stent were misaligned. The tip of the device was damaged (jagged like edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Access was obtained via the right femoral artery. The concentric, 80% restenosed lesion being treated was located in the non-calcified and severely tortuous mid left anterior descending artery. The physician inflated a 3.0mm non-bsc balloon. Advancing a 100cm non-bsc guide catheter and a 0.014" 190 cm and a 0.014" 180 cm non-bsc guide wires a dissection plane location was suspected. Using a non-bsc guide wire in the true lumen, the physician dilated the lesion with 2.0x15mm at 6atms , 2.5x15mm at 12atms, 2.5x15mm inflated at 16atms non-bsc balloon catheters. Using a "mother-child" technique, the physician advance a 2.25x28mm promus element stent delivery system with a non-bsc guide wire, a 0.014x145cm non-bsc guide extension catheter and a120cm non-bsc guide catheter but was not able to cross the lesion. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported. Returned product analysis revealed stent damage.